Manufacturer narrative:
Batch review performed on 14 march 2021. Lot 2005405: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient showed tingling and probable hematoma. It was decided to perform a washing and head revision 5 days afater primary. No trauamtic events has been reported.